Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor began beeping and they received a "device failure... Service required" message during testing of the device. There was no patient involvement.